Event description:
A patient underwent laser cyclophotocoagulation using the g-probe with the cyclo g6 console for the management of medically refractory glaucoma. Following the procedure, the patient developed choroidal effusions. The patient had no history of anticoagulant use, diabetes, or other systemic disease. Postoperatively, the patient developed choroidal effusions and hypotony, with a decline in vision. No conjunctival hemorrhage, bleeding, pigmented lesions, or dark areas were noted during or after the procedure. No device malfunctions were noted during the procedure. The device was returned for servicing but no issues were found. The treatment parameters used were consistent with the g-probe IFU recommendations: power of 1500 mw, duration of 3500 ms per application, and a total of 15 treatment spots. The device functioned as intended throughout the procedure, and no alarms or malfunctions were reported. The event is not device related, there was no device malfunction reported. Hypotony with effusions and hemorrhage after g-probe cases can happen with diseased eyes that are at the end of their treatment paradigm. It is most likely that the choroidal effusions are due to a combination of the patient's age and glaucoma severity and not due to device performance. Eyes with severe, end-stage glaucoma are at higher risk for postoperative hypotony and effusions due to fragility.